Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device does not reveal the stated failure mode. The visual did reveal some scratches and gouges. A dimensional inspection of the returned device could not confirm or explain the stated failure mode. The device has signs of damage from attempted use. A dimensional inspection of the returned device could not confirm or explain the stated failure mode. The device has signs of damage from attempted use. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. All applicable, critical features that could be measured were within specification. Based on the evidence provided, the unsatisfactory experience could be confirmed. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. According with inspection procedure , the final inspection includes the verification of part configuration per print. Also, per work instructions, the lock detail shall be inspected. A review of instructions for use for knee systems revealed in indications, contraindications, and adverse effects that preoperative planning and meticulous surgical technique are essential to achieve optimum results. Considerations of anatomic loading, soft-tissue condition, and component placement are critical to minimize a variety of complications. Also, revealed in warnings and precautions that surgical information is available upon request and the surgeon should be familiar with the technique. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
During inspection and testing, the customer¿s complaint was confirmed (foot pedal connection issues), the foot pedal could not be activated. Tried changing batteries and still does not work. There is also a loud sound coming from inside the unit. No physical damage on unit, there are two little scratches on second screen but touch screen works. Testing and inspection could not confirm the laser would not stop firing. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.